Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after attempting to charge the pump which prevented the pump from charging despite trying multiple wall outlets. Additionally, the battery gauge was observed to be fluctuating which caused the pump to shut off. The customer's blood glucose (bg) was 86 mg/dl. Reportedly, the alert cleared and the pump successfully began charging after the customer plugged the pump back into another wall outlet. The customer continued to use the pump for insulin therapy.